Event description:
It was reported, the patient experienced a return of symptoms. The patient was experiencing pain that the pump would typically cover. The patient ¿can't do anything, can't move like he did before and he just yelps with the pain¿. At the last refill on (B)(6) 2013 the managing physician was not available and another physician provided the refill. The patient typically had a refill every month however, his next appointment was scheduled for (B)(6) 2013. The personal therapy manager (ptm) said the refill was (B)(6) 2013. The patient believed they were trying to extend his refill interval. The pump was delivering morphine. Additional information reported they were unable to aspirate at the catheter access port (cap). The physician opened the posterior wound, suspecting a kink in the catheter. The physician pulled back the catheter approximately nine cm then spliced the catheter to verify a drip back of cerebrospinal fluid (csf). It was noted "unknown catheter tip location at this point. The catheter was positional, confirmed intraoperative while closing the wounds. The physician did not elect to replace the spinal segment. The physician reduced the daily dose post operatively.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).